Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm as well as a motor error alarm on their insulin pump. The patient's blood glucose level was 55 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was not able to trouble shoot the issue. The customer will send the reservoir set back for analysis. No further information was provided.